Event description:
Philips received information from a customer who reported that the couch movement buttons on the CT gantry control panel were worn. There had not been any uncommanded motion during use and no patient involvement.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4).